Manufacturer narrative:
The pt remains on going with the implanted device. The user facility report (B)(4) was received from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted (B)(6) 2012 to (B)(6) 2012 for suspected pump thrombus. The pt had complaints of chest and arm pain and hemolysis. The pt was administered medication.